Manufacturer narrative:
Additional information: h6, h10 : device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the customer's reported problem was confirmed. The pump was found to be displaying "1870" error code message on power up during the investigation. Pump goes into "1871" error code alarming message when a prime key button is pressed due to broken optical switch orange wire. Service will replace the optical switch to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump was presenting with error code ec 1870. There was no reported adverse events.